Event description:
A malfunction was reported on the customer¿s pump. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer switched to multiple daily injections as a backup therapy, and technical support arranged to send a replacement pump with updated software. The customer was informed about the procedure to return the faulty pump and the available training through their tandem source account.